Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found the set screw to be backed out too far.

Event description:
The manufacturer representative (rep) reported that during a device procedure, impedance testing was done at 1.0 volts, 1.5 volts, and 2.0 volts and the electrode pairs of 0 and 1, 0 and 2, 1 and 2, 1 and 3, and 2 and 3 were showing greater than 4000 ohms with each test voltage. The impedance of the case and 2 was 3400 ohms. The patient was getting a good bellows response but no toes when the implantable neurostimulator (ins) was connected to the lead. The lead placement was good and when the lead was tested alone the patient was getting strong bellows on all contacts. The physician wanted to use another ins. It was further reported on (B)(6) 2016 by the health care professional (hcp) via a rep that there was a defective ins. The impedance would not run correctly during an intra-operatively impedance check. On (B)(6) 2014, they increased the amplitude and pulse width. The ins was unscrewed, taken off the lead, and then reconnected a new ins. The issue was resolved at the time of the report. If additional information is received, a follow-up report will be sent.